Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional later reported post prior breast augmentation surgery complicated by seroma requiring axillary drain placement.

Event description:
Healthcare professional reported a unilateral left capsular contracture baker grade iii. Device explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device. Seroma: unable to observe as it is not related to the device. As per the investigation procedure creases, particles and deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b5, d9, h3, h6.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii and "post prior breast augmentation surgery complicated by seroma requiring axillary drain placement". Device has been explanted and replaced. Partial capsulectomy and circumferential capsulorrhaphy were performed.